Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was not properly alarming. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. The pump was able to perform and record a 10u bolus. A 10u bolus was programmed and then manually cancelled. The pump immediately displayed that there was a cancelled bolus. .